Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 438 mg/dl. The customer stated that she was unaware of any potential causes of the high blood glucose levels. Troubleshooting was done. Advised customer to run a manual prime, and the customer confirmed that insulin did exit the tubing. Advised to remove the infusion set from the body. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement infusion set would be sent. Nothing further reported.